Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be presumably an asynchrony between patient breathing and ventilator setting triggering a "sensor failure mode". Here, no correction is possible. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be presumably an asynchrony between patient breathing and ventilator setting triggering a "sensor failure mode". Here, no correction is possible. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.